Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a missing piece of haptic and a tear in the optic. Patient code: (B)(4) secondary surgical intervention, explant and exchanged for a shorter length lens. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2, -11.0 diopter, implantable collamer lens was implaned into the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to over vault. The reporter stated that a shorter length lens was implanted, and the exchange resolved the problem. It was reported that there was no patient injury. At patient's last follow up uncorrected visual acuity was 20/25 and iop was normal.